Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device history record review could not be performed without a lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported from neonatal intensive care unit and nurse stated them the arctic sun device had been alerting low flow (02). Flow rate was currently 0.6lpm. Flow rate was 0.6lpm at time of call. Guided to diagnostics and that read system hours 655, pump hours 482, inlet pressure was -7psi, flow rate was 0.6lpm and circulation pump command was 27percentage. Had them disconnect and reconnect using proper technique. Flow rate was again settled at 0.6lpm, inlet pressure was -7psi, circulation pump command was 33percentage. Tried dc, turning connector 180 degrees and reconnecting. Flow rate was again settled at 0.6lpm. Confirmed the tubing was straight and unobstructed (no isolate window on that bed). Patient temperature was 33.5c, targeted temperature was 33.5c, water temperature was 32.5c. Explained how flow rate affected heater capacity. They could try changing the pad or adding an extra pad and not placing it on the baby. They added another neonate pad at that time and flow rate was settled at 2 lpm. It was advised that they hold onto the initial pad for investigation. Per customer via phone on 08jan2024 it was reported that therapy was completed on the male baby without any impact. They connected an extra gel pad to the patient to increase the flow.

Event description:
It was reported from neonatal intensive care unit and nurse stated them the arctic sun device had been alerting low flow (02). Flow rate was currently 0.6lpm. Flow rate was 0.6lpm at time of call. Guided to diagnostics and that read system hours 655, pump hours 482, inlet pressure was -7psi, flow rate was 0.6lpm and circulation pump command was 27percentage. Had them disconnect and reconnect using proper technique. Flow rate was again settled at 0.6lpm, inlet pressure was -7psi, circulation pump command was 33percentage. Tried dc, turning connector 180 degrees and reconnecting. Flow rate was again settled at 0.6lpm. Confirmed the tubing was straight and unobstructed (no isolate window on that bed). Patient temperature was 33.5c, targeted temperature was 33.5c, water temperature was 32.5c. Explained how flow rate affected heater capacity. They could try changing the pad or adding an extra pad and not placing it on the baby. They added another neonate pad at that time and flow rate was settled at 2 lpm. It was advised that they hold onto the initial pad for investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been alerting low flow (02) from the neonatal intensive care unit. It was noted that the flow rate was currently 0.6lpm and the flow rate was 0.6lpm at the time of call. Guided to diagnostics and the read system hours 655, pump hours 482, inlet pressure was -7psi, the flow rate was 0.6lpm and the circulation pump command was 27 percent. Had them disconnect and reconnect using proper technique. The flow rate was again settled at 0.6lpm, inlet pressure was -7psi. Circulation pump command was 33 percent. Tried dc, turning connector 180 degrees and reconnecting. The flow rate was again settled at 0.6lpm. Confirmed the tubing was straight and unobstructed (no isolate window on that bed). The patient's temperature was 33.5c, targeted temperature was 33.5c, water temperature was 32.5c. Explained how flow rate affected heater capacity. They could try changing the pad or adding an extra pad and not placing it on the baby. They added another neonate pad at that time and the flow rate was settled at 2 lpm. It was advised that they hold onto the initial pad for investigation.